Event description:
It was reported the patient had their device battery taken out, but the leads were left in the patient. It was stated the patient was not receiving pain control, and wanted the system removed. It was stated the health care provider would not remove the leads because they were implanted by another surgeon.

Manufacturer narrative:
Product ID 7495-51, lot#, serial# (B)(4), implanted: 2001 (B)(6), explanted, product type: extension, product ID 7495-51, lot#, serial# (B)(4), implanted: 2001 (B)(6), explanted, product type: extension, product ID 3887-28, lot# l77654, serial#, implanted, explanted, product type: lead, product ID 3887-28, lot# l78089, serial #, implanted, explanted, product type: lead. (B)(4).